Event description:
It was reported that the patient had phrenic nerve and diaphragmatic stimulation from the left ventricular lead. Reprogramming was done. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.